Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the part was returned in two pieces as the post had fractured off of the insert. The knee insert post fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. Device batch number was not provided nor legible on the device, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, however, no commonalities that would suggest a device deficiency was found nor an adverse trend. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture polyethylene shall be controlled. This material can be used for surgical implants and can be considered surgical grade. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient presented with a broken lgn ps high flex xlpe sz 5-6 13mm post. A revision surgery was performed on (B)(6) 2024, during which the insert was replaced. Patient's current health status is unknown.